Manufacturer narrative:
The returned lead was subjected to a series of standard tests that include but is not limited to visual inspection and electrical testing. Analysis confirmed that the distal end of the lead was bent. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a distributor regarding a patient with an implantable neurostimulator (ins). It was reported that after opening the package it was found that the tip of the lead was bent. The lead was replaced with a new one to complete the operation. The patient was currently under observation at the hospital. No patient symptoms or further complications were reported as a result of this event.